Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that caller was on speaker phone in the operating room during a lead revision. After discussion, it was reported that while using the clinician therapy handset, the contacts showed orange values and case impedances were showing. Caller reported that the ins was in the pocket when testing impedances. No symptoms were reported. No further complications were reported. **omitted information can be found in pe#703553491.**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare provider via the manufacturer¿s representative reported that the patient had fallen in the bathtub on the device. After the fall, the patient was wetting themselves non-stop. The doctor scheduled a surgery for the lead to be revised. The patient was reported as doing well post-operatively. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.